Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for office check. It was noted that the right ventricular lead was not capturing. During lead replacement, upon arrival to lab venogram was done and subclavian was occluded. A new system was placed on the left side. The lead was capped on (B)(6) 2020. The patient was stable.